Event description:
Spontaneous call from patient's daughter to report a pump malfunction with pump serial number (B)(4). On saturday am the pump started alarming about connection issues. She had her mom check the clamps and tubing and there were no problems, but still alarming. She switched to her back up pump with no issues. On sunday she tried to use the pump again and got the same issue. She switched to the backup pump again. No interruption in therapy. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes . Did we replace device? Unknown. Reported to (B)(6) by: patient/caregiver.